Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber overflowed two days after start of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 humidification chamber was received for evaluation. The chamber was visually inspected for dents and inverted to check for the movement of the floats. The chambers were also performance tested for overfilling by connection with a waterfeed bag and allowing the water to flow into the chamber. Results: no visable damage was observed to the returned chamber. When connected to a waterfeed bag, the chamber stopped filling 3 mm below the maximum fill line. The float was operating correctly and within specification. A lot check revealed no other similar complaints for the lot number provided. Conclusion: overfilling is caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. Impact damage can lead to misalignment and subsequent jamming of the valve float mechanism allowing water to fill the chamber unimpeded and preventing float operation. The mr290 user instructions includes a warning not to use the chamber if it has been dropped. Furthermore, the user instructions visually depict the maximum fill line and advise the user to replace the chamber should water exceed the maximum fill line. Following production, the float mechanism of every mr290 chamber is performance tested and those that fail the test are rejected. (B)(4).